Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
It was reported to philips by the customer (biomed) that the device just came back from philips bench repair, but is now showing multiple error codes in the significant event logs. The device was not being used on a patient at the time of the event. The customer requested that the device be returned back to the philips bench repair for evaluation.

Manufacturer narrative:
G4: 29oct2020 b4: (B)(6) 2020 the power management board assembly (assy,pcb,pwr mgmt,v8000) was returned for evaluation. Visual inspection revealed no signs of damage or anomalies noted. A failure investigation (fi) technician installed the returned power management board into a fi ventilator to duplicate the reported issue. During the unit testing the power management board was installed in the fi test ventilator and booted in normal operation mode with battery and ac to check for alarms and errors. The returned power management board was tested and no failures were identified. The customer complaint was not duplicated and could not be confirmed. All power supplies operate normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. The device was received at the philips bench repair and the reported issue was confirmed. The bench technician replaced the power management board to resolve the reported issue. In addition to the reported issue, the philips technician found the fan to be noisy and replaced the worn isolation mounts to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.